Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (impact code, investigation findings, and investigation conclusions). A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Engineering evaluation summary: an engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding failure mode of the device were provided. A CAPA/scar/pra is not required as there is no confirmed product, or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve in valve procedure after an implant duration of eight (8) years, 5 months due to unknown reasons. Tavr was completed with a non-edwards's valve.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve is under evaluation for a valve in valve procedure after an implant duration of eight (8) years, four months due to unknown reasons. Tavr has not been scheduled yet.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.